Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. In addition, it was reported that the customer's fill estimate was inaccurate. Reportedly, the customer's fill estimate dropped rapidly overnight from 180 units of insulin to 20 units of insulin. Upon reloading the cartridge, the customer received an accurate fill estimate. There was no impact to the customer's blood glucose level, and the customer will continue to use the pump for continued insulin therapy.

Manufacturer narrative:
Fill estimate issue- no failure identified.